Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device failed visual, housing pin height, cutter lock and safety assessement. It was also noted that the device had missing components, cannot secure/lock cutter, would not turn off/unintended motion and power device failure. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the motor device was missing components - nose pins. It was noted in the service order that the front of the coupling, error occurred in two pins. During pre-repair diagnostic assessment, it was determined that the device failed visual, housing pin height, cutter lock and safety assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.